Event description:
It was reported that approx. 44 months after the implantation this lead was capped due to oversensing and high threshold values in the ventricle channel. An insulation damage was suspected.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided trend data, acquired between (B)(6) 2020 and (B)(6) 2021 was analyzed. The pacing impedance trend curve showed a gradual increase from initially 400ohms up to 1700ohms. The available photos of the lead during the revision procedure showed an insulation damage of the lead. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.